Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and multiple working outlets, and issue persisted even after trying different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy, was instructed to place problematic pump into storage mode and return it within 10 days, and technical support arranged shipment of in-warranty replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.